Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This reporter represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device audibly alarmed for malfunction alarm codes s320 (led homing timeout, left) and s321 (motor error - pmc, left). The device was returned to the biomedical department due to the cassette being stuck. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.